Manufacturer narrative:
The investigation into the reported limb ischemia ¿ reversible issues has been completed since the original report was filed. The pump was returned and evaluated. However, all the necessary clinical information was not provided. The root cause of the limb ischemia was not determined.

Event description:
The complainant reported the 61-years-old male patient was on impella cp support due to having 90% distal left main artery. While on support, the patient's left leg with the impella cp became cold and had no doppler pulses. The impella was removed.

Manufacturer narrative:
The impella device was received for evaluation. Upon investigation completion, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿